Event description:
It was reported that the pt experienced withdrawal. Per the reporter, the hcp stated that the "catheter moved down her spine". The pt was a golfer and recently had the device replaced.

Manufacturer narrative:
(B) (4).